Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer 5 not detected on bus.the customer stated that this malfunction occurred while trying to dispense the medication and caused a delay to the patient care.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn 15911180 was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the device history record for sn 15911180 was performed from the date of manufacture, 19-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of the actual device used in this incident, it was determined that drawers 5.1 and 5.2 boards had no lights. A field service engineer (fse) replaced both drawer controllers and the pyxibus module controller board to resolve the issue. The system functioned as intended after the field service engineer repaired the device.